Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(4) 2011. During the procedure, the machine was running slow. The procedure was completed with the device and there were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2011 in addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4).